Manufacturer narrative:
(B)(6). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked past blood control. The following information was provided by the initial reporter, translated from chinese to english: complaint from st. Teresa's hospital scanning center. The customer complained that the blood control valve do not function properly and blood bleeding immediately after insertion. We used dummy hands to check if discrepancy also found in some of the reference samples. 3 out of 6 also have the problem.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples and video submitted for evaluation. Bd received 3 sealed 20ga x 1.16in. Insyte autoguard bc pro units from lot number 3167252. Additionally, 1 video was provided. The video displays a clinician inserting a cannula into a model arm and retracting the unit. The catheter immediately starts to leak fluid out of the adapter. A microscopic analysis was performed on all 3 sealed physical samples provided. Inspection discovered that the septum appeared opened even though the actuator was not pushed in. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing the actuator is inserted into the adapter sub assembly. Incorrect equipment settings may cause the actuator to be inserted through the septum, resulting in blood to leak through the septum upon insertion. Visual inspection sampling per the quality control plan and zone vision system is in place to mitigate the occurrence of this defect. It¿s unclear exactly what caused this leakage, no damage was discovered to the septum or the actuators, or the adapter, but considering the septum appeared opened, it is possible that the actuator was inserted too far into the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.